Event description:
Outback catheter was flushed and needle tested per instructions. Catheter was placed in pt, used and withdrawn. Catheter was placed a second time after being flushed, advanced to re-entry point, and needle was advanced at this time. Wire was advanced through; it was then that the needle failed to retract. Mechanism was attempted several times, still failing to retract needle. Company rep holt parke was then called and in turn he called another rep. All efforts, suggestions and attempts failed. Pt was then prepped and taken to the operating room where the device was surgically removed. See scanned page.